Event description:
A physician reported that during cataract surgery with intraocular lens (iol) implant procedure, scratch was found on the iol after insertion. Considering the possibility of a foreign material, an attempt was made to remove it using irrigation and aspiration, but it could not be removed and it was assumed as a scratch. The surgery was completed after replacing the iol with backup iol just to be safe. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).